Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump powered off after a low battery warning and did not give a replace battery alarm prior to losing power. The reporter also stated they were able to power the pump back on with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: the black box history revealed an unexplained power interruption on 10/19/2013. The battery compartment and cap were undamaged and able to fit and maintain electrical connection. The pump powered on and displayed the verify screen. The battery cap was unscrewed ½ turn with no reboots occurring. The unit was primed and exercised for 24 hours with no power interruptions occurring. The device performed within specifications and there was no intermittent condition found to the power circuit when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.